Event description:
It was reported that the patient was diagnosed with paresis of the right vocal cord following vns implant surgery. It was reported that the right vocal cord paralysis was "probably related" to the surgery. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's ent examination revealed irreversible injury (paralysis) of the right recurrent nerve that resulted in hoarseness and dry cough. It was reported that the patient could not sleep due to the cough and codeine was prescribed and irreversible injury was confirmed. No further relevant information has been received to date.

Event description:
It was reported that the patient's adverse event was no longer paresis of the right laryngeal recurrent nerve but was updated to paralysis of the right laryngeal recurrent nerve. No further relevant information has been received to date.

Event description:
It was reported that the patient's paralysis of the right laryngeal recurrent nerve had not recovered / resolved to date and that the seriousness of the condition was disabling / incapacitating. The patient was treated with codeine. An ent examination revealed the patient had irreversible injury (paralysis) of the right recurrence laryngeal nerve that resulted in hoarseness and intermittent dry cough. Additional information indicates the patient reported hoarseness and dry cough two days after vns implant when paresis of the right recurrence laryngeal nerve was seen by the ent specialist as the patient could not sleep due to their cough. Patient was prescribed codeine and a new ent examination was conducted after three months and irreversible injury was reportedly confirmed. No further relevant information has been received to date.

Manufacturer narrative:
Unique identifier (UDI) #. Corrected data: initial report inadvertently listed na as unique identifier (UDI) #.

Event description:
Further information was received stating that the paralysis of right laryngeal recurrent nerve has resolved.

Manufacturer narrative:
Patient sex: corrected data; initial MDR inadvertently submitted incorrect gender.